Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely performed mix /align service method testing for server 3, which passed. The customer provided quality control data, which indicated results were within range with the exception of one recovery for level 2. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked in with the customer several times, and only the sample in question was discordant. Service methods and quality controls were within range. The cause of the discordant, falsely low calcium results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required

Event description:
Discordant, falsely low calcium (ca) results were obtained on one patient sample on a dimension vista 1500 instrument. The initial discordant result was reported to the physician(s). The sample was repeated on the same instrument in duplicate, resulting lower. The sample was rerun in 5 replicates, resulting higher. A corrected result of the average of the 5 replicates was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.